Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer claimed that little by little the retainer ring broke off. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. The retainer ring is present. It is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip or in the retainer ring. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement test due to the critical pump error (open book image) alarm. The first attempt to download using crest was successful; however, the first attempt to upload using thus was unsuccessful. No data was coming into thus, and thus eventually timed out. A second attempt to download a xtest file and then upload the bootloader traces using crest and thus was successful. Five consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; electrical board 1, area below the lcd screen. The force sensor zero offset measured within specifications = 22.8 milivolts. In summary, the customer's claim that the retainer ring broke off was not confirmed during visual inspection. The critical pump error (open book image) alarm, the inability to completely upload all files, and the five consecutive occurrences of the error code = 0x00000044 are due to the moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.